Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. Also, the pump had a corroded vibrator motor during visual inspection. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests or verify the blood glucose, spi to motor pic communication, off no power or low battery alarms due to the blank display. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced off no power without battery indicator and spi to motor pic communication error. The customer's blood glucose reading was 195 mg/dl. The customer treated with potato chips. The customer mentioned that she had a low reading and ran out of insulin. The customer did not receive low battery alert prior to off no power alert. The insulin pump was returned for analysis.